Manufacturer narrative:
The subject device was not returned for evaluation. In a follow up communication with the customer, it was stated that the device was not returned as it was shipped to the wrong address by their shipping department. Customer did not provide further information. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "maj-2110 clip is broken". Customer stated that the issue found on reprocessing. The broken connector was replaced with another connector inhouse, spare similar device and continued the reprocessing. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the lot number the manufacturing date of the device was in the month of december 2010 but a specific date could not be identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the connecting tube got broken by external stress on the lock lever. External stress where the user applies force to the lock lever in the incorrect direction can cause the indicated phenomenon. Olympus will continue to monitor field performance for this device.